Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem of the unit not powering on. It was reported that the power on light was amber with no battery light indicating. There was no back up alarm when the customer attempted to power the unit on. The customer disconnected the battery and attempted power up the device on ac and got the same results. The rse advised the customer to replace the power management board and provided the part information. The customer will replace pm pcba to attempt to repair the unit and will call back only if further assistance is needed. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report:09mar2021.

Event description:
It was reported to philips that the device would not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.